Event description:
Explanted device returned to MFR for analysis with report of "pt feels pump didn't deliver appropriate dosing. Md would like to confirm accuracy of pump." Reason for removal was stated to be "pocket infection and catheter dislodged out of the intrathecal space." Follow up request for add'l info was refused by hcp other than pt has been reimplanted with a new pump and is doing well with the new system.